Manufacturer narrative:
Concomitant medical device: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2002, product type: implantable neurostimulator.

Event description:
On (B)(6) 2016 crts (B)(4) (con): a friend or family member of the patient reported that the patient's prior implantable neurostimulators (inss) were replaced because they were not working properly. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.